Manufacturer narrative:
Date sent to the FDA: 06/18/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure of the right diaphragm in 2009. The reservoir locking plate functioned properly upon first activation. The following day, the surgeon locked the reservoir several times and the locking plate was harder to lock than before. No adverse patient consequences were reported.